Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As result patient had the device removed and replaced with cat#:3501640, sn#: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear (a) was also observed within the crease/fold, measuring approximately 0.2 cm. An additional tear (b) was found also on the anterior view, measuring approximately 8 cm. Microscopic examination in the edges of the tear b revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. For the tear a, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).